Event description:
When the surgeon was drilling for the second screw, the drill bit broke. The surgeon was able to recover all broken pieces. The surgeon used a secondary drill bit to complete the surgery. There was a 5 minute delay in the surgery and the surgery was completed successfully.